Manufacturer narrative:
Exemption e2015054. (B)(4). Five complaints were received during this report period. Of these, 2 have investigations which are currently pending. Three were determined to be misapplication. All 5 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 5 malfunction event which is associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. Patient information was confirmed for 1 event. (B)(6).